Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis 8 device was received inside the original box wrapped loosely inside a plastic bag. No additional ancillary devices or cine images from the procedure were received. Visual inspection: the trellis device was received with the odu powered off with three syringes connected to the manifold ports. Biologics from the procedure were present throughout the device. The dispersion wire was separated approximately 96cm from the base of the odu. The dispersion wire where the separation occurred was inspected under microscope. The distal balloon was inspected and showed a circumferential burst. The balloon was peeled backwards distally. The catheter was inspected and observed a kink approximately 43cm from the distal tip. The kink was viewed under microscope and observed that this was also the location the dispersion fractured.

Event description:
The customer reports that the trellis was placed via popliteal acess straight through, and the wire broke after 20 minutes. The interventional radiologist (ir) tried to remove the trellis, but he could not deflate the distal balloon. The ir had to puncture through the leg to get access to the balloon and puncture it. No patient injury.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.